Manufacturer narrative:
Event description: customer found image display error. The device was returned. Confirmed the user report of error message- check irrigation/ electrode. During inspection the unit was missing d socket cover. The unit passed all functional tests. The unit is running on old version software and needs to be upgraded. The device history record review performed for the complaint device has not indicated any issues with the manufacturing process that might explain the failure observed. Olympus will continue to monitor the field performance of this device. The potential root cause can to be attributed to missing component failure.

Manufacturer narrative:
Device has not been returned for evaluation, therefore an evaluation could not be completed and the customer¿s complaint was not confirmed. The customer contacted olympus technical assistance center and was advised that the check irrigant error is usually associated with the tip of the electrode not being submerged in irrigant. No further information was reported. DHR review was performed and no non-conformances that would cause the reported malfunction were noted.

Event description:
The customer reported to olympus the device received a check irrigant error. There was no patient injury reported.